Event description:
Manufacturer rep in room for procedure and aware. The stent when inflated in the aortic valve and inappropriately migrated past the point of placement. Team able to advance stent down the descending thoracic aorta for placement. 2nd stent required, inserted and deployed at appropriate aortic site, but almost did the same thing and migrated too far. Patient has extra stent than would normally be required and is being monitored. Transcatheter aortic valve replacement warranted for aortic stenosis. Did develop post procedure arrthymias that required a temporary pacemaker but this was discontinued prior to discharge and pt is being medically managed.